Manufacturer narrative:
This report is submitted on march 29, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (treatment is unknown). The implant remains in-situ. Further information is being sought from the clinic.